Manufacturer narrative:
On 10-9-2023, the following information was reported: customer was released from the hospital on september 17th, 2023 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 369 mg/dl and moderate ketones. Suspected cause was due to the customer's pancreatitis; however, healthcare providers could not confirm this as the sole cause of the elevated bg. Additionally, the customer suspected that the pump software did not accurately adjust the amount of insulin delivered; however, this could not be confirmed. The customer changed pump supplies to initially treat the high bg. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to treat bg. Multiple attempts were made to obtain additional event information; however, no additional information regarding this event was provided. No additional information was available pertaining to the pump software functionality during the event as a pump upload was unable to be completed.